Manufacturer narrative:
A ge service representative performed an onsite investigation. The connections in the power cable plug and the interconnect cable were tightened. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a short in the interconnect cable. No patient injury was reported.